Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead perforation to the right ventricle. The right ventricular (rv) lead was able to be replaced for a similar model. No adverse patient effects were reported.